Event description:
It was reported that the tunneler broke as the physician pulled an extension through. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final device evaluation of the extension and tunneler revealed no abnormalities. Final device evaluation of the carrier indicated a procedural non-conformance. The dual carrier was broken and had appeared to stretch prior to breaking.